Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the subsequent treatment of unexpected medical intervention (additional therapy/non-surgical treatment) appear to be related to the operational context of the procedure. It was reported that the 6.0x16mm omnilink 18 balloon expandable stent (bes) was intended for use in the renal artery. It should be noted that the omnilink elite instructions for use (IFU) state that the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of = 5.0 mm and = 11.0 mm, and lesion lengths up to 50 mm. It is unknown if the IFU deviation contributed to the reported event. It was reported the physician decided the omnilink would be a better fit with a .014 guide wire instead of the 035 wire. When the omnilink was removed from the patient and outside the anatomy, it was noted the stent was not on the balloon. It should be noted that the omnilink elite IFU, do not attempt to pull an unexpanded stent back through the introducer sheath/ guiding catheter; dislodgment of the stent from the balloon may occur. It is unknown if the IFU deviation contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the account stated that the bes was intended for use in the renal artery; however, was withdrawn prior deployment. Returned device analysis identified, the stent delivery system (sds) was not included with the rest of the device; however, the account stated that the sds was discarded. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat an unknown lesion. The 6.0x16mm omnilink 18 balloon expandable stent (bes) was placed in the renal artery; however, the physician decided that the herculink stent with a 014 guide wire will be a better fit. Therefore, the omnilink was removed and when was out of the anatomy, the stent was not in the balloon. The stent was found in the aorta; therefore, a snared device was used to retrieved the stent. Another herculink with a .01 guide wire was used to complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 1494 clarifier- incorrect anatomy. H6: device code 2017 clarifier- failure to follow steps / instructions.